Manufacturer narrative:
Image analysis: 4 images were returned for review photo 1 <(>&<)> 2 reveal evidence of redness and spots on patient leg. Photo 3 <(>&<)> 4 shows redness on the patient leg if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used venaseal to successfully treat a patient¿s venous insufficiency in the great saphanenous vein (gsv) above the knee in one leg. Post operatively she developed skin spots and a rash and was treated with anti-inflammatory medication. Several months after treatment she was referred to her physician complaining of severe pain, tingling and heavy legs and a need to walk during the night. She also has increased backpain.

Manufacturer narrative:
Additional information: left great saphenous vein was treated. The patient was prescribed antinflammatory- nimesulide: 2 dose/day for a period of 5 days. If information is provided in the future, a supplemental report will be issued.